Event description:
It was reported that one week after implant, the right ventricular (rv) lead exhibited high pacing threshold and had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.